Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a mildly tortuous and severely vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation for 24 seconds, the balloon ruptured within the rated burst pressure. The procedure was completed with another mustang balloon catheter. No patient complications were reported.